Event description:
The reporter stated, that the surgeon was inserting a eyeonics crystalens using a microstaar foam tip plunger and injection system and the foam tip plunger overrode the lens and tore haptic. This occurred on two of their lenses with this pt. See manufacturer report number 2023826-2007-01768 for the other incident. The surgeon removed the lens without any pt injury and put in another lens.

Manufacturer narrative:
Results: a cartridge lot number search was performed for similar complaints within the search and there was one similar complaint found. A injector lot number search was performed for similar complaints within the search and there was no similar complaints found. A foam tip plunger lot number search was performed for similar complaints within the search and one similar complaints was found. Conclusions: based on the complaint history and work order searches, a specific root cause of the event could not be determined at this time.